Manufacturer narrative:
Concomitant medical products: w4tr01 crtp; implanted: (B)(6) 2018; 459888 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.